Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance, greater than 200 ohms, during in-office testing. Technical services (ts) discussed that the in-office test had a 200 ohm limitation for any vector, which showed impedance as greater than 200 ohms. Ts determined there appeared to be calcification on the coil. Ts recommended reprogramming options. This rv lead remains in service. No adverse patient effects were reported.